Event description:
It was reported that bd alaris smartsite extension set was occluded. The following information was received by the initial reporter with the verbatim: I'm reaching out to let you know there has been a trend in issues with our j-loop supply. Several of the nurses have reported that the j-loop will not allow a blood flash when the tube is connected to the vacutainer. I just wanted to make you aware and see if it has been an issue throughout the rest of the system. I do have supply packaging for one of the occurrences if that will help.

Manufacturer narrative:
E1: initial reporter facility:(B)(6) physician partners. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided. Mat# 20039e lot# 23085724. It was reported by the customer that j-loop will not allow a blood flash when the tube is connected to the vacutainer. Verbatim : rcc received complaint via email. Email(s) attached. I'm reaching out to let you know there has been a trend in issues with our j-loop supply. Several of the nurses have reported that the j-loop will not allow a blood flash when the tube is connected to the vacutainer. I just wanted to make you aware and see if it has been an issue throughout the rest of the system. I do have supply packaging for one of the occurrences if that will help. Our good samaritan western ridge team is reporting a malfunction with our 20039e extension set, where blood will not come back and fill the vacutainer and tube. From xxx email below, can you please submit a pir and investigate with the team? Additional info received on 07-nov-23. I have the packaging but the tubing had some biohazard in it and was thrown in the sharps container. There was no patient harm and it happened several times to several nurses however none of them documented the date, time or patient.

Manufacturer narrative:
It was reported by the customer that j-loop will not allow a blood flash when the tube is connected to the vacutainer. No product or photo was returned by the customer. The customer complaint of flow issue - blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 20039e lot number 23085724 was performed. The search showed that a total of 48,003 units in 1 lot number was built on 31aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.